Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump would not rewind. Customer reported blood glucose levels from 200 to 400 mg/dl, due to settings change. The customer was able to rewind during troubleshooting. The insulin pump was not replaced or returned for analysis.